Event description:
On 18-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, the patient noticed that the clear infusion set's tubing got separated from the blue guard, while sleeping. Reportedly, the tubing connector- blue clip came apart. The site location was the patient's left arm and the pump was located on left hip. The infusion had been in use for 3rd or 4th day and they were stored in a desk drawer. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, the patient noticed that the clear infusion set's tubing got separated from the blue guard, while sleeping. Reportedly, the tubing connector- blue clip came apart. The site location was the patient's left arm and the pump was located on left hip. The infusion had been in use for 3rd or 4th day and they were stored in a desk drawer. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.